Event description:
The company was made aware on (B)(6) 2021 that a physician discovered an infection at the lead site resulting from the basic trial.

Event description:
The company was made aware on (B)(6) 2021 that a physician discovered an infection at the lead site resulting from the basic trial.